Event description:
It was reported that the ipg would no longer charge despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred before the previous surgery last (B)(6) 2022.

Event description:
It was reported that the ipg would no longer charge despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232, (sn (B)(6)). The returned ipg was analyzed and the device was undetectable nor charged and the battery was depleted. An internal electrical test revealed asic u2 damage. It appeared that the device was exposed to high-voltage transients or high rf (radio frequency) energy which can cause this type of damage. With all the available information, boston scientific concludes that the ipg no longer charging was confirmed. The returned ipg was not functional.